Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had physical damage to it. The blood glucose reading was 600 mg/dl. The customer stated that a small piece had broken off of the insulin pump. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Insulin pump received with cracked case at display window corners, cracked display window, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, shifted end cap sticker and debris under display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.